Manufacturer narrative:
The investigation of vt/vf has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12931: e4 should have been left blank. G1 reporting contact facility name missing. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device has not been returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. The instructions for use for the impella cp with smartassist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported that while implanting the impella cp on a 46 year old female patient, the patient went into the ventricular tachycardia (vt). The patient was shocked once and the impella was placed successfully.